Event description:
Device malfunction: none. Symptoms/ae: hemorrhagic stroke, myocardial infarction. Time of ae: seven days after the procedure. It was reported that seven days post a left internal carotid artery stenting procedure, the patient experienced a hemorrhagic stroke. Symptoms included right-sided weakness. A head CT showed a subacute left, middle cerebral artery stroke. Additionally, the patient had a witnessed seizure, was started on dilantin, went into respirator failure and was placed on ventilation. Patient was positive for a myocardial infarction and was treated with medication. Reportedly, the cause of the hemorrhagic stroke was from reperfusion syndrome post stenting. On 03/30/2009 with improved status, the patient was transferred to impatient rehabilitation. On 3/19/2009, the patient's condition had markedly improved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hemorrhagic stroke and myocardial infarction are known potential adverse effects associated with the use of the device as listed in the xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.